Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026. (B)(4): information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said since they had the new battery put in, his pain has increased significantly and they are estimating about 40% above his normal baseline pain. Patient also said the handset burns through battery like crazy even if they have all the programs shut off and there's nothing running. Patient said sometimes the handset goes from a full charge overnight to 100% and when they wake up in the morning, it's only at 23%. Agent asked, patient said they use the handset daily. Patient was conferenced with hcit, and they indicated that patient is to monitor handset, if it last more than 8 hours then it's normal. Patient will call back to get handset replaced if necessary. Patient also expressed dissatisfaction that it takes multiple tries to connect handset to the neurostimulator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.manufacturer representative (rep) called to follow-up on the issue, in which the patient reported that they had trouble connecting the communicator to the implantable neurostimulator (ins). Technical services (tss) used physician and notify date informa tion from that record. During the call the rep stated that the issue started on the date of the call so the event date used was (B)(6) 2026. The rep was with the patient at the time of the call and reported that they unpaired the communicator from the handset and reconnected the device. The rep indicated that the handset/communicator would only connect to the ins if the communicator was placed directly over the ins. The caller stated that the bluetooth light was blinking intermittently. Tss placed a request to send a replacement communicator.patient (pt) called back for help pairing new communicator. Once pt put communicator against implant it successfully connected. Pt then turned communicator off and closed all apps in handset and tried to connect again, and was successful. Issue resolved. Pt will send back old communicator to repair dept.additional information was received from patient. The circumstances that lead to increased the pain is it would hurt while sitting against hard back chairs and etc. Location change and deeper pocket. Handset battery depletion is it would not connect after multiple tries all connection attempts took a protracted amount of time. Implant migrated towards surface of skin forming a noticeable bump. Patient have to apply pressure to the area especially when sitting. R eplacement communicator has helped but this is not a well thought of engineering solution. Awkward too many components, poor reliability the previous system is much better.